Manufacturer narrative:
Investigation conclusion: the customer's observation was not replicated in-house with retention products. Retention devices were tested with in-house drug free donor urine and all devices showed expected negative results at read time for all analytes including coc, mamp, thc and bzo. No false positive results were observed during in-house testing. Manufacturing batch record review did not uncover any abnormalities. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The customer reported receiving a false positive thc and mamp result on one donor using a multi-drug one step 6 drug screen test panel. The customer also reported receiving a false positive coc, mamp, thc, and bzo result on a second donor using another multi-drug one step 6 drug screen test panel. The false positive results occurred on 2 devices out of 100 devices used.